Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), right atrial (ra), and left ventricular (lv) lead due to cied system/pocket infection. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, attempts were made to extract the ra and rv lead, but the glidelight would not advance past the clavicle. Switching to a spectranetics 12f glidelight on the lv lead, progress was made to the svc; however, the atrial line pressure was not detected. Rescue efforts began, including CPR and sternotomy. A growing pericardial effusion was detected via transesophageal echocardiogram (tee), and a total of 400 ccs of blood was drained. The patient¿s blood pressure stabilized, but a perforation was discovered and repaired in the innominate vein (MDR #3007284006-2025-00108). Extraction continued with the 12f glidelight, and the lv lead was removed. The remaining rv (MDR #3007284006-2025-00109) and ra (MDR #3007284006-2025-00110) leads were cut/capped and remained in the patient. There were no attempts made to unlock the lld ezs. The patient survived the procedure. This report captures the lld ez within the rv lead, which was cut/capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.